Manufacturer narrative:
The following report fields have been updated due to additional information received: according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The device was not returned for evaluation; therefore a product evaluation could not be performed. A device history review was performed for the work orders related to the manufacturing of the devices and also components that could potentially contribute to the complaint. None of the work orders revealed any manufacturing related issues that may have contributed to the reported event. A lot history review revealed the no other similar complaints for ¿sheath shaft-liner torn¿. Review of complaint history revealed that the occurrence rate for trending category ¿damaged¿ for complaint code ¿sheath shaft liner torn¿ did not exceed the october 2016 control limits. No instructions for use or training deficiencies were identified. During esheath manufacturing, the devices were 100% visually inspected by manufacturing and quality for the following: · inspect for seam separation. · inspect sheath tube for wrinkles, kinks, bends, or mechanical damage. · inspect for circumferential oriented surface defects, protruding or missing material, dents, and cuts, witness lines with exposed ptfe liner. · inspect for stress lines in the liner, cross linking of hdpe (blue) across liner(clear). · inspect for notches on the bottom side of the liner, remnant lines (white lines) · inspect for holes, tears, or wrinkles along the working length of the strain relief. · inspect tip interface for serrated transition, holes, or rough surface. Furthermore, this manufacturing lot underwent product verification testing under a sampling plan before final release. During testing, the force required to expand a sampling of devices from the lot was evaluated. The sheath shaft liner was visually inspected for damage pre- and post-expansion testing and no abnormalities such as liner tears were found. The lot passed all acceptance criteria per the DHR review performed in the DHR review section. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely for a manufacturing nonconformance to have contributed to the reported complaint. Due to the device or applicable photograph (relevant to the complaint event) not being returned with the complaint for evaluation, engineering was unable to confirm the complaint of ¿sheath shaft ¿ liner torn¿. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. A review of the relevant DHR, lot history and applicable complaint history revealed no indication that a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to sheath shaft liner torn. The received reported information states that patient had moderate degree of calcification and mild degree of tortuosity in the access vessels. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and/or sub-optimal insertion angles can lead to nonaxial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. There is no information in the description of the complaint that indicates that any procedural factors contributed to the event. However, previous complaints have suggested that the following procedural factor may also contribute to sheath shaft liner tears: residual fluid inadvertently left in the inflation balloon could lead to an enlarged balloon profile. This larger balloon could become folded over the nose cone during the delivery system withdrawal, which caused the sheath shaft to expand more to accommodate the enlarged balloon, thus causing the liner to tear. A definite root cause was unable to be determined at this time. Due to the device and/or photographs not being returned with the complaint for evaluation, engineering was unable to confirm the complaint of ¿sheath shaft ¿ liner torn¿. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate for trend categories of complaint codes ¿sheath shaft ¿ liner torn¿ did not exceed the october 2016 control limits. No corrective / preventative actions are required at this time.

Manufacturer narrative:
(B)(4).

Event description:
As reported by the field clinical specialist, upon removal of a 16f esheath it was observed there was a split in the liner and a dissection of the lcfa. A cut down with patch angioplasty was performed to repair the artery. The patient had a mld of 7.2 x 8.3mm, moderate degree of calcification and mild degree of tortuosity. The perceived root cause was the esheath was caught on calcium and tore the liner. The device was discarded.